Event description:
A customer contacted beckman coulter inc. (Bci) in regards to negative (-) results obtained from icon 25 hcg results for one patient's urine sample. The results were not reported out of the laboratory. The ultrasound test showed that the patient was pregnant. The customer was using three (3) different lots of the reagent, and it is unknown which lot produced the erroneous results. Information regarding the other two lots is listed below: lot hcg0110259, manufacturing date: 12/01/2010, expiration date: 11/30/2012. Lot hcg0120540, manufacturing date: 01/01/2011, expiration date: 12/31/2012. There was no report of death or injury associated with this event.

Manufacturer narrative:
The patient sample produced negative results twice but a positive result upon the third testing. Retain devices as well as returned devices were tested by bec using urine controls and a confirmed positive clinical urine sample (164500 miu/ml). The testing produced expected results and the customer complaint was not confirmed. A clear root cause for this event could not be determined.